Event description:
Caller reported blood glucose results of 198 mg/dl and 220 mg/dl on the advantage system, 117 mg/dl on aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Medwatch with a1 identifier 200127319 is for advantage system, medwatch with (B)(4) is for aviva system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.